Manufacturer narrative:
The complaint device is unavailable for investigation as the serial number is unknown. All device history records (DHR) are reviewed and released according to ¿DHR review checklist & release procedure¿, a device is not released if it does not meet requirements or is nonconforming.

Manufacturer narrative:
(B)(4) the plant investigation has not yet been completed. A follow up report will be filed upon completion of the investigation.

Event description:
A returned mailer was received from the peritoneal dialysis (pd) patient's residence indicating the patient is deceased. Follow-up with the patient's peritoneal dialysis registered nurse (pdrn) indicated the patient was an active pd patient at the time of her death. No further information was provided on the cause of death or events/details leading up to the time of death. An online search for the patient's obituary confirmed the patient expired on (B)(6) 2015. No additional details were provided. Medical records have been requested.